Event description:
It was reported by the rep the device was used in a laparoscopic appendectomy. It was reported the cartridge kept falling out of the device into the abdomen when it touched tissue. Another device was opened and did the same thing. A third device was opened and worked properly. There was no consequence to the pt.